Event description:
It was reported that the insulin pump alarmed unexpected restart after each battery replacement. No further information provided.

Manufacturer narrative:
No unexpected reset error alarm was noted during testing. The insulin pump passed the reset test and the self test. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a cracked case at the reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.